Manufacturer narrative:
Per tandems user guide: only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated high blood glucose (bg) levels in the 400 mg/dl range. A correction bolus via the pump was used to address the high bg. Customer believed that elevated bg was associated with customer miscalculating during carb counting, getting sick, or from using expired non approved tandem insulin. Tandem technical support advised the customer to discuss elevated bg with a healthcare provider.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
(B)(4).